Event description:
On 11/20/96, the facility nurse contacted a MFR nurse and stated that during the 7 day infusion set change on this pt, she noted that "the needle caught" as it was pulled from the septum and it was necessary to move it sideways slightly to release it from the septum. The device needle was then examined and "a burr" was observed at the tip. The facility nurse also stated that this event had occurred at the needle change for the previous week and today she saved the device and would return it to the MFR for analysis. Gauze pads (2x2) are used under the wings for support and on the tip of the wings for protection, after taping the set securely. The area is then covered with a transparent dressing. The facility nurse did not have the lot number for the device.